Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the drg system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: 7898875.